Event description:
The manufacturer was notified by the spouse of a patient that, after an ablative procedure, the patient required two dilations for difficulty swallowing, which resolved the issue. No association between product performance and the event could be established.